Manufacturer narrative:
Correction: manufacturer report 2017865-2017-02758 should not have been reported as a medical device report (MDR), as this product is ous unique and is not distributed in us.

Manufacturer narrative:
Not returned.

Event description:
It was reported that inappropriate auto-mode switch episodes were observed via merlin.net transmission. Possible far r-wave oversensing was observed. Programming changes were recommended. The patient was stable.